Manufacturer narrative:
The event date is an estimated date, year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported the event started about 6-7 months ago. It was confirmed the patient did not have any programming adjustments for several years that could have contributed to the increase recharging frequency. When this first occurred, they saw a weird screen that was not in the book and their neck started to turn to the side, which they said would happen when the device was not working. When they checked it, the device was showing up dead because it ran out of battery. Since then, the patient has been charging every 1-2 days and the device has not died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needs to be seen by a physician as they "understood the implant to last 7 years." It was reviewed the implantable neurostimulator (ins) could last up to 15 years. It was stated the patient charging has changed, they have to recharge often and the ins wasn't holding charge. They were provided physician listings and was redirected to follow-up with an healthcare provider. Additional information was received from a consumer on january 31st, 2020 stating that the circumstances that led to having to charge the implantable neurostimulator (ins) often and the device not holding charge was that it shut itself off. The patient would have to reboot to get it started and charged fully. The next day, it showed battery was low again. Steps taken to resolve the issue was to charge every other day versus every 3 days. They stated so far so good with charging every other day. It shows 1/2 to 3/4 charge when they start charging.